Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector of a minicap transfer set ¿has come loose¿. This occurred when the patient was trying to disconnect from peritoneal dialysis treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.